Event description:
A hospital in (B)(6) reported via our distributor that water leaked from the connection between the water feedset tube and bag spike of four mr290 vented autofeed humidification chambers just after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot dates: - 120628; - 121122; - 121212. Device manufacturer date - lot 120628 - 06/28/2012; - lot 121122 - 11/22/2013; - lot 121212 - 12/12/2012. Method: one complaint chamber, lot 121122, was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the spike and the feedset tubing were separated from each other. A sufficient amount of glue was present around the spike tubing connection; however the glue had not bonded properly. Without the return of the other three reported chambers, we are unable to determine what may have caused the problem observed by the customer. A lot check revealed no other complaints of this nature for lot 121122. Conclusion: the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our hourly process monitoring identified that the feedsets on the mr290 chambers break at 50-55n. This suggests that the failure of the bond developed after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).